Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, as the surgeon was implanting and impacting zeropva 5mm cage, the peek interface dislodged from the titanium plate. There was a surgical delay of five (5) minutes. The procedure was completed with a similar product. Fragments were generated, and easily removed without additional intervention. There was no patient consequence. The procedure outcome is unknown. This report is for one (1) zero-p va implant 5mm height convex-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 04.647.135s lot: l798760 manufacturing site: mezzovico release to warehouse date: (B)(6) 2018 expiry date: (B)(6) 2028 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: upon visual inspection of the complaint device it can be seen that the received back cage is in a dismounted condition (but complete), this thus confirming the complaint description. In addition, the peek part of the implant has a scratch, the scratch has raised a brow. Furthermore, the implant could be mounted together as it was before. Dimensional inspection: a dimensional inspection is not needed, as the implant is in a dismounted but complete condition and the implant could be mounted together as it was before. Document/specification review: drawings and revisions are in accordance to DHR of production lot. All relevant features are defined on the used drawing revisions of DHR of production lot. Summary: as the implant got received dismounted the complaint is confirmed. Device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in may 2018. No ncrs were marked in the DHR during production. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. A root cause could not be determined, most likely a handling error (overloading situation or/and alignment issue) could have led to the complaint description, as the article fell apart after unpacking by use. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.